Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that a vena cava filter was deployed. Approximately 159 days post index procedure a doppler ultrasound demonstrated multiple severe deep vein thrombi and the patient was hospitalized. The patient was discharged approximately eight days after hospital admission. Approximately 185 days post index procedure the subject was reportedly "yelling throughout the night." The rehabilitation center gave the patient something to calm down. Subsequently, the patient expired.